Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('only a partial amount of the left essure was removed'), device dislocation ('device in the left cornua just protruding into the uterine cavity') and embedded device ('right device partly traverses myometrium') in a 40-year-old female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and miscarriage. No medical problems. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("only a partial amount of the left essure was removed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and vaginal hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: bilateral essure devices in situ; on (B)(6) 2019: appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua. Ultrasound scan - on (B)(6) 2012: both essure appear to be correctly sited; on (B)(6) 2013: both essure appear to be correctly sited; on (B)(6) 2011: essure devices correctly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('only a partial amount of the left essure was removed'), device dislocation ('device in the left cornua just protruding into the uterine cavity') and embedded device ('right device partly traverses myometrium') in a 40-year-old female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and miscarriage. No medical problems. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("only a partial amount of the left essure was removed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and vaginal hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: bilateral essure devices in situ; on (B)(6) 2019: appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua. Ultrasound scan - on (B)(6) 2012: both essure appear to be correctly sited; on (B)(6) 2013: both essure appear to be correctly sited; on (B)(6) 2011: essure devices correctly placed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / pain"), device breakage ("only a partial amount of the left essure was removed/segment of essure device that was removed at salpingectomy"), device dislocation ("device in the left cornua just protruding into the uterine cavity / migration of essure device / left device was missing") and embedded device ("right device partly traverses myometrium") in a 40 year-old female patient who had essure inserted (lot no. 787225) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("only a partial amount of the left essure was removed" on (B)(6)2019). The patient had a medical history of miscarriage in 2010, corpus luteum cyst, ovarian fibroma and laparoscopy (a normal looking right ovary with a small fibroid. On the left ovary there was a 2 - 3 cm diameter cyst (likely to be a corpus luteal cyst)) in 2009 and urinary incontinence, vaginal delivery, multi gravida, urinary incontinence, iliac fossa pain, hypertension, type 2 diabetes mellitus, urinary frequency, multi gravida and parity 4 (all 4 have been normal vaginal deliveries). No medical problems. Previously administered products included: metformin, gliclazide, ramipril, atorvastatin and forxiga. Concurrent conditions were listed as prolapse and back pain. Concomitant products included metronidazole, lactulose, omeprazole, ibuprofen and paracetamol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2996 days after essure insertion, she experienced device breakage (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2019 and vaginal hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain had not resolved. The outcomes for device breakage, device dislocation, embedded device and genital haemorrhage were unknown. The reporter considered device breakage, device dislocation, embedded device, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: essure insertion were easily accessible and the sterilization was performed without difficulty. Migration of essure device. Essure removal dates: salpingectomy on (B)(6) 2019 followed by vaginal hysterectomy on (B)(6) 2019. Symptoms (unspecified which) continuing discrepancy in removal date : on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: bilateral essure devices in situ; on (B)(6) 2019: appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua; on (B)(6) 2019: CT abdomen pelvis report reversal bilateral essure device in situ. No adnexal cyst or no port site hernia in the right abdomen [gynaecological examination] on (B)(6) 2018: chaperone examination with consent showed normal vulva and vagina with normal looking cervix, there was no adnexal tenderness and on vaginal examination there was grade 1 cystocele and grade 2 rectocele with no uterine descent [pathology test] on (B)(6) 2019: histology result of fallopian tubes, the histology has shown no abnormality; on (B)(6 )2019: "uterus + cervix" - a uterus and cervix measuring 105 mm from fundus to os, 70 mm transversely and up to 58 mm anterior to posterior, the cervical os is linear and measures 22 mm across. There is superficial mucosa erosion around the os externally. The uterine serosa shows focal adhesions posteriorly near the left cornu, there is a thin coil/wire-like object palpable at the external surface of each cornu. The cervix appears within normal limits. The endometrium measures up to 2 mm and the myometrium measures up to 28 mm in thickness. No focal lesions are seen within the endometrial cavity. On slicing, one end of the coil/wire is seen within the endometrium near the left cornu, with the wire closely surrounded by the uterine tissue appearing embedded within the lumen of the left cornu. Slicing reveals similar features on the right side with one end of the wire seen within the endometrium and extending into and appearing embedded~ into the right cornu. The cervix appears within normal limits with no evidence of in situ or invasive neoplasia, the endometrium shows proliferative phase features. Within the left and right cornual regions there is evidence of adenomyosis. Both cornual samples show attenuation and focal denouement of the endometrial lining and a mild degree of fibrosis and stromal oedema. A small amount of inflammatory cell infiltrate and multinucleated giant cell reaction is also noted in both. There is no evidence of hyperplasia, atypia or malignancy in the specimen.uterus and cervix : proliferative phase endometrium, adenomyosis and reactive changes clinical detail: h/o essure for sterilization since then c/o pain. Had laparoscopic salpingectomy in past [ultrasound scan] on (B)(6) 2011: essure devices correctly placed; on (B)(6) 2012: both essure appear to be correctly sited; on (B)(6) 2013: both essure appear to be correctly sited; on (B)(6) 2019: us pelvis:transabdominal and tv scans of the pelvis were performed. Patient has had salpingectomies and the patient had previous essure devices. She states the left device was missing and the right device was partially resected. On the tv scan there appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, complication of device removal, embedded device, device dislocation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the following amendment was made: after company internal review the annex f, f25 was deleted. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain'), device breakage ('only a partial amount of the left essure was removed'), device dislocation ('device in the left cornua just protruding into the uterine cavity, migration of essure device') and embedded device ('right device partly traverses myometrium') in a 40-year-old female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and miscarriage. No medical problems. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("only a partial amount of the left essure was removed"), 8 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2019 and vaginal hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage, device dislocation, embedded device, complication of device removal and genital haemorrhage outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: migration of essure device. Essure removal dates: salpingectomy on (B)(6) 2019 followed by hysterectomy on (B)(6) 2019. Symptoms (unspecified which) continuing. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: bilateral essure devices in situ; on (B)(6) 2019: appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua. Ultrasound scan - on (B)(6) 2011: essure devices correctly placed; on (B)(6) 2012: both essure appear to be correctly sited; on (B)(6) 2013: both essure appear to be correctly sited. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: lawyer reported new event: heavy/abnormal bleeding. Dates of the two surgeries were provided due to migration of essure device. Essure removal dates: salpingectomy on (B)(6) 2019 followed by hysterectomy on (B)(6) 2019. Symptoms (unspecified which) continuing a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / pain"), device breakage ("only a partial amount of the left essure was removed/segment of essure device that was removed at salpingectomy"), device dislocation ("device in the left cornua just protruding into the uterine cavity / migration of essure device / left device was missing") and embedded device ("right device partly traverses myometrium") in a 40 year-old female patient who had essure inserted (lot no: 787225) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("only a partial amount of the left essure was removed" on (B)(6) 2019). The patient had a medical history of miscarriage in 2010, corpus luteum cyst, ovarian fibroma and laparoscopy (a normal looking right ovary with a small fibroid. On the left ovary there was a 2 - 3 cm diameter cyst (likely to be a corpus luteal cyst) in 2009 and genital herpes, urinary incontinence, vaginal delivery, multi gravida, urinary incontinence, iliac fossa pain, hypertension, type 2 diabetes mellitus, urinary frequency, multi gravida and parity 4 (all 4 have been normal vaginal deliveries). No medical problems. Previously administered products included: metformin, gliclazide, ramipril, atorvastatin and forxiga. Concurrent conditions were listed as prolapse and back pain. Concomitant products included metronidazole, lactulose, omeprazole, ibuprofen and paracetamol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2996 days after essure insertion, she experienced device breakage (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea "), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), urge incontinence ("urge incontinence"), cystitis ("cystitis "), dysuria ("dysuria"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2019 and vaginal hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain had not resolved. The outcomes for device breakage, device dislocation, embedded device, genital haemorrhage, device intolerance, hypersensitivity, nausea, abdominal pain, urinary tract infection, urge incontinence, cystitis, dysuria, dyspareunia and mental disorder were unknown. Essure was removed on (B)(6) 2019. The reporter considered abdominal pain, cystitis, device breakage, device dislocation, device intolerance, dysuria, embedded device, genital haemorrhage, hypersensitivity, nausea, pelvic pain, urge incontinence and urinary tract infection to be related to essure administration. The reporter commented: essure insertion were easily accessible and the sterilization was performed without difficulty. Migration of essure device. Essure removal dates: salpingectomy on (B)(6) 2019 followed by vaginal hysterectomy on (B)(6) 2019. Symptoms (unspecified which) continuing. Discrepancy in removal date: on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: bilateral essure devices in situ; on (B)(6) 2019: appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua; on (B)(6) 2019: CT abdomen pelvis report reversal bilateral essure device in situ. No adnexal cyst or no port site hernia in the right abdomen [gynaecological examination] on (B)(6) 2018: chaperone examination with consent showed normal vulva and vagina with normal looking cervix, there was no adnexal tenderness and on vaginal examination there was grade 1 cystocele and grade 2 rectocele with no uterine descent [pathology test] on (B)(6) 2019: histology result of fallopian tubes, the histology has shown no abnormality; on (B)(6) 2019: "uterus + cervix" - a uterus and cervix measuring 105 mm from fundus to os, 70 mm transversely and up to 58 mm anterior to posterior, the cervical os is linear and measures 22 mm across. There is superficial mucosa erosion around the os externally. The uterine serosa shows focal adhesions posteriorly near the left cornu, there is a thin coil/wire-like object palpable at the external surface of each cornu. The cervix appears within normal limits. The endometrium measures up to 2 mm and the myometrium measures up to 28 mm in thickness. No focal lesions are seen within the endometrial cavity. On slicing, one end of the coil/wire is seen within the endometrium near the left cornu, with the wire closely surrounded by the uterine tissue appearing embedded within the lumen of the left cornu. Slicing reveals similar features on the right side with one end of the wire seen within the endometrium and extending into and appearing embedded~ into the right cornu. The cervix appears within normal limits with no evidence of in situ or invasive neoplasia, the endometrium shows proliferative phase features. Within the left and right cornual regions there is evidence of adenomyosis. Both cornual samples show attenuation and focal denouement of the endometrial lining and a mild degree of fibrosis and stromal oedema. A small amount of inflammatory cell infiltrate and multinucleated giant cell reaction is also noted in both. There is no evidence of hyperplasia, atypia or malignancy in the specimen. Uterus and cervix : proliferative phase endometrium, adenomyosis and reactive changes clinical detail: h/o essure for sterilization since then c/o pain. Had laparoscopic salpingectomy in past [ultrasound scan] on (B)(6) 2011: essure devices correctly placed; on (B)(6) 2012: both essure appear to be correctly sited; on (B)(6) 2013: both essure appear to be correctly sited; on (B)(6) 2019: us pelvis:transabdominal and tv scans of the pelvis were performed. Patient has had salpingectomies and the patient had previous essure devices. She states the left device was missing and the right device was partially resected. On the tv scan there appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, complication of device removal, embedded device, device dislocation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New events inability to tolerate the device, hypersensitivity, dyspareunia psychological issue, nausea, uti , abdominal pain , cystitis, dysuria added. Medical history & reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain'), device breakage ('only a partial amount of the left essure was removed'), device dislocation ('device in the left cornua just protruding into the uterine cavity, migration of essure device') and embedded device ('right device partly traverses myometrium') in a 40-year-old female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2010, laparoscopy (a normal looking right ovary with a small fibroid. On the left ovary there was a 2 - 3 cm diameter cyst (likely to be a corpus luteal cyst)) in 2009, ovarian fibroma in 2009, ovarian cyst in 2009, parity 4 (all 4 have been normal vaginal deliveries) and multi gravida. No medical problems. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("only a partial amount of the left essure was removed"), 8 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2019 and vaginal hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage, device dislocation, embedded device, complication of device removal and genital haemorrhage outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure insertion were easily accessible and the sterilization was performed without difficulty. Migration of essure device. Essure removal dates: salpingectomy on (B)(6) 2019 followed by vaginal hysterectomy on (B)(6) 2019. Symptoms (unspecified which) continuing diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: bilateral essure devices in situ; on (B)(6) 2019: appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua; on (B)(6) 2019: CT abdomen pelvis report reversal bilateral essure device in situ. Gynaecological examination - on (B)(6) 2018: chaperone examination with consent showed normal vulva and vagina with normal looking cervix, there was no adnexal tenderness and on vaginal examination there was grade 1 cystocele and grade 2 rectocele with no uterine descent. Pathology test - on (B)(6) 2019: histology result of fallopian tubes, the histology has shown no abnormality; on (B)(6) 2019: "uterus + cervix" - a uterus and cervix measuring 105 mm from fundus to os, 70 mm transversely and up to 58 mm anterior to posterior, the cervical os is linear and measures 22 mm across. There is superficial mucosa erosion around the os externally. The uterine serosa shows focal adhesions posteriorly near the left cornu, there is a thin coil/wire-like object palpable at the external surface of each cornu. The cervix appears within normal limits. The endometrium measures up to 2 mm and the myometrium measures up to 28 mm in thickness. No focal lesions are seen within the endometrial cavity. On slicing, one end of the coil/wire is seen within the endometrium near the left cornu, with the wire closely surrounded by the uterine tissue appearing embedded within the lumen of the left cornu. Slicing reveals similar features on the right side with one end of the wire seen within the endometrium and extending into and appearing embedded~ into the right cornu. The cervix appears within normal limits with no evidence of in situ or invasive neoplasia, the endometrium shows proliferative phase features. Within the left and right cornual regions there is evidence of adenomyosis. Both cornual samples show attenuation and focal denouement of the endometrial lining and a mild degree of fibrosis and stromal oedema. A small amount of inflammatory cell infiltrate and multinucleated giant cell reaction is also noted in both. There is no evidence of hyperplasia, atypia or malignancy in the specimen.uterus and cervix : proliferative phase endometrium, adenomyosis and reactive changes clinical detail: h/o essure for sterilization since then c/o pain. Had laparoscopic salpingectomy in past. Ultrasound scan - on (B)(6) 2011: essure devices correctly placed; on (B)(6) 2012: both essure appear to be correctly sited; on (B)(6) 2013: both essure appear to be correctly sited; on (B)(6) 2019: us pelvis:transabdominal and tv scans of the pelvis were performed. Patient has had salpingectomies and the patient had previous essure devices. She states the left device was missing and the right device was partially resected. On the tv scan there appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, complication of device removal, embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: the follow information were updated: hcp's and principal's reporters; medical history; lab data. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('only a partial amount of the left essure was removed'), device dislocation ('device in the left cornua just protruding into the uterine cavity') and embedded device ('right device partly traverses myometrium') in a (B)(6) year old female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and miscarriage. No medical problems. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("only a partial amount of the left essure was removed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and vaginal hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2019: bilateral essure devices in situ; on (B)(6) 2019: appears to be a device in the left cornua just protruding into the uterine cavity. On the right there is curvilinear echogenicity which appears slightly inferiorly placed and may reflect part of the right device. It partly traverses myometrium but appears to be slightly inferior to the cornua. Ultrasound scan on (B)(6) 2012: both essure appear to be correctly sited; on (B)(6) 2013: both essure appear to be correctly sited; on (B)(6) 2011: essure devices correctly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received. Case upgraded to serious incident. Reporters, date of birth, medical history, lab data, essure stop date and events only a partial amount of the left essure was removed, device in the left cornua just protruding into the uterine cavity and right device partly traverses myometrium added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.